Manufacturer narrative:
Investigation summary: no product was returned for investigation. Major bleed: excessive bleeding at insertion site was noted and resolved after removal of the impella. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A.2 and a.4 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed bleeding at the access site. The dilator was not locked into the sheath hub. The sheath was placed in the right front atrium. Bleeding was noted around the sheath near the end of the case. The impella cp was explanted and the patient survived.